Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional UDI information is available.

Event description:
It was reported that there was a forced update. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).